Event description:
Boston scientific received information that this patient received a shock and went to the emergency room. At the hospital the lead displayed low sensing amplitude and high thresholds. An x-ray confirmed the lead was dislodged. At this time tachycardia therapy was turned off and the physician recommended a lead revision. The patient preferred to have the lead revised by their implanting physician in another state. Additional information from a representative from another company reports lead is to be repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.